Event description:
The tech reports noticing that the crystalens had marks on when loading the lens in the injector. No pt contact.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.